Event description:
It was reported that this right ventricular (rv) lead experienced a high threshold capture and loss of capture. The rv lead also showed r waves that were out of range. The physician noted the patient heart rate was in the 30s. The patient was also reported to have experienced a perforation and a pericardiocentesis was performed. Subsequently, the rv lead was removed and replaced with another lead. The lead has not been returned for analysis. No additional adverse patient effects were reported.